Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of a high drain 204 alarm. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing, but not functional. Internal and external inspection was performed and no issues were noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including I-drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a high drain alarm during peritoneal dialysis therapy. The total fill was 9,123ml, total drain 12,656ml, and total ultrafiltration 3,546ml. The patient also had an ultrafiltration of 4,554ml in cycle three. There was no patient injury or medical intervention associated with this event. No additional information is available.